Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show that a defective electrical component in plane a was analyzed. To avoid further defects or malfunctions the relevant fuse was activated. Exchange of the effected component was completed and the system was returned to clinical use. No further actions will be taken at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). A detailed investigation was initiated. Information und defective parts were requested at the site and will be investigated. A supplemental report will be submitted if additional information becomes available. This report was submitted june 29, 2017. Customer's address: (B)(4).

Event description:
It was reported that the artis zee biplane system failed during an interventional procedure. The unit was restarted, however, the system functionality could not been recovered and the patient was relocated to finish the procedure. At this point of time, there is no awareness about impact to the state of health of the patient involved. The reported incident occurred in (B)(6).